Event description:
On (B)(6) 2025 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. It was reported the patient was admitted to the hospital on (B)(6) 2025 due to an episode of abdominal pain and discharge from the stoma. A CT scan revealed an intra-abdominal peg leakage. Urgent surgery was performed and the peg was repositioned, the air content present was drained and the abdominal wall was fixed with sutures. Patient to be possibly discharged (B)(6) 2025. The device involved in the event remained implanted; therefore, a return sample evaluation is unable to be performed.

Manufacturer narrative:
Reference number: (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062910. A pneumoperitoneum is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference number (B)(4). Additional information: b5, b6 and h6. Correction: a2. Stoma site infection is a known complication of peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2026, it was reported that during a surgeon consultation, oral antibiotic ciprofloxacin was prescribed after a stoma culture was performed.